Manufacturer narrative:
Taper I. Allergan has received the product, however, the analysis has not been completed at this time. Erosion is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, dehydration, chest pain, incision pain, and... Port site pain." Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
Health professional reported the patient had symptoms of vomiting, nausea and pain. An egd showed erosion had occurred with the lap-band device. The device was completely explanted and not replaced.